Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a crossectomy, the vessel was cut when the surgeon used the device, the jaws of the clip cross each other several times and the surgeon was able to squeeze the handle. It was impossible to close the clip on the vessel and did not form correctly and a vessel was damaged because of the clip. The surgeon used another device from to complete the case.

Event description:
According to the reporter, during a crossectomy, the vessel was cut when the surgeon used the device, the jaws of the three clips cross each other several times and the surgeon was able to squeeze the handle. It was impossible to close the clip on the vessel and did not form correctly and a vessel was damaged because of the clip. The surgeon used another device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that two scissored clips were received in a small container. Microscopic evaluation of the clips noted what appears to be instrumentation markings. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the scissored clips condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.